Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 of -11.5/2.0/89 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. Later that same day in a separate surgery the lens was replaced with a shorter length lens due to excessive vaulting and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).